Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic cholecystectomy - "as the surgeon was putting a wallace drain (fr. 20) through the right flank 5mm port, the port tip broke and one small piece of the plastic was not recovered."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation, and the product name (5 x 75mm kii fios first entry dual pack) did not match the model (ctf12) provided on the customer experience report. Customer was contacted for clarification and applied medical received no response. In the absence of the subject devices, it is difficult to determine the root cause of the incident. Although the root cause of your experiences could not be determined, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.